Event description:
(B)(4). My device was placed around (B)(6) 2013, paid for by my (B)(6). The day I got essure, I was given meds to take, they said they meds would "knock the edge off". However, during the procedure, the pain was very bad and continued that way for about three days. Everything seemed to have calmed down and going good but then, about two weeks later, I broke out in a rash all over my face, neck, arms, and stomach. Nothing had changed in my way of living except for getting essure. The rash lasted about a week then slowly went away. I didn't have my period for almost 4 months but when I did finally start my period lasted for almost two months. It wasn't heavy, but very consistent and painful at times. This pattern went on for the first year then finally regulated itself. After the first year, I started having severe pains in my abdomen during and off my period. The pains get so bad that I have to take off work, my kids have missed school, and I lay in bed or sit up doubled over because when the pain hits I can't hardly move. When I have a bowl movement the right side of my abdomen hurts so bad that I get hot flashes and feel like I'm gonna vomit. Since getting essure, I have extreme back pain that prevents me from being able to do simple house hold chores like bending over and picking up the dirty clothes basket, sweeping and mopping the floor, and carrying in groceries. I have had a miscarriage, head aches, and depression, which is so bad that I've almost committed suicide. The depression, miscarriage, back pain and abdomen pain, at this point in time, are the four worst things I'm dealing with. When I agreed to have essure, I thought it was going to prevent my family from growing, not make me have depression so bad that I feel like taking my own life, or pain in back so bad that I can barely get out of bed sometimes, have a miscarriage, have abdomen pain so severe that I can't take care of children, ect..